Event description:
During off pump procedure, the customer reported that the unit snapped off at the foot from the stabilizer device. The foot detached while inside the patient. The detached foot was retrieved by the surgeon. No patient injury or complications were reported.